Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 228 mg/dl. Troubleshooting was performed, and the insulin pump was programmed with correct time and date. Further troubleshooting was not possible at the time of the call. Advised the caller to have the customer or spouse call back to complete the troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.